Manufacturer narrative:
(B)(4). Initial report sent to FDA on 08/11/2014.

Event description:
Procedure: small bowel resection. According to the reporter: customer reports that the pt leaked post op following a small bowel resection. The staple line from the anastomosis completely opened up and the pt was brought back to the operating room. Medical intervention: suture and temporary ileostomy. No pt injury. Minimal tissue loss. No bleeding. No delay in surgery. Nothing fell in the surgical cavity. No reinforcement material used. Pt is recovering. The device is not being returned, it was discarded by customer.